Event description:
On 07th feb 2024,senseonics was made aware of an incident where physician was unable to remove the sensor on the first attemt made. However,the sensor was successfully removed during the second removal attempt.

Manufacturer narrative:
According to the case notes,physician was unable to remove the sensor on the first attempt made. However,the sensor was successfully removed during the second removal attempt on (B)(6) 2024. No further investigation was found necessary.